Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the 8th distal stent wrap with struts raised and overlapping. There was slight deformation to the distal tip. The distal shaft was kinked approx. 1cm distal to the guidewire entry port.

Event description:
The physician was attempting to use a resolute integrity rx drug eluting stent. The target lesion was in the distal rca. The target lesion was pre-dilated. There was no damage to packaging. The packaging was sealed. The device was inspected before use. It was noted to be in good working order with no defects coming out of the package. Resistance was encountered when attempting to advance the device through a proximal calcified area of the rca. This proximal area wasn't determined as an issue while pre-ballooning the true target distal lesion. The device wouldn't cross the proximal rca, so it didn't get to the target lesion. Excessive force was not used. It was reported that the device was damaged during use. When it was removed, it was noted that stent struts were sticking out and bent. No patient injury reported. The target lesion was treated with another resolute integrity stent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.